Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary no product was returned. Hematoma: the cause of the hematoma was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details. Device history review device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was implanted via the right axillary artery and it was reported that on day 3 of impella support the position of the impella was found to be not optimal which was confirmed with fluoroscopy and echocardiography. The patient was taken back to the operating room to reposition the device. The device was removed, rewired, and reinserted. The patient subsequently returned to the operating room for further repositioning of the impella, and evacuation of a chest wall hematoma and drain insertion. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure.